Event description:
Additional information was received which indicated isometrics were performed, and noise was reproduced on the ra lead. The pace/sense configuration was reprogrammed to bipolar, and the sensitivity was increased to 1.5 mv. The physician will continue to monitor. This crt-p remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this crt-p declared another lss due to high oor pacing impedances on the ra lead. Noise and oversensing were observed again, which resulted in inappropriate atrial tachy response (atr) episodes. Ts discussed this is likely a spring contact issue in the device header, and recommended performing isometries to confirm there isn't a lead issue. In addition, if there is no lead issue identified, ts recommended reprogramming the lead to unipolar pacing and bipolar sensing. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) on the right atrial (ra) lead due to high out of range (oor) impedances, measuring greater than 2000 ohms. The patient's ra lead was a non-boston scientific product. Boston scientific technical services (ts) reviewed the data in the remote monitoring system. There was only one oor measurements and all other measurements were within normal limits. Noise and oversensing was observed after the lss, which was likely due to the unipolar programming. Ts recommended the patient follow-up at the clinic for further troubleshooting. This crt-p remains in service. No adverse patient effects were reported.